Manufacturer narrative:
During inspection and testing, service found foreign material on the groove at the distal end of the device due to insufficient cleaning. In addition, there was a leak due to a cut on the bending section cover due to handling, there was a crack on the adhesive on the bending section cover, the bending section cover was dirty, the connecting tube was wrinkled, the image guide protector was damaged, the grip was dented, the suction cylinder was shaved due to handling, there were scratches on multiple parts of the device, angulation in all directions was out of specification due to wear of the angle wire, the play in the angulation knob was out of specification due to wear of the angle wire, the adhesive around the light guide lens was worn, and there was dirt around the lever arm. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
The subject device was sent to an olympus service center for an annual inspection. During inspection and testing, service found foreign material on the groove at the distal end of the device. This report is being submitted for the malfunction found during evaluation (foreign material). There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified. The root cause was unable to be determined. The event can be prevented by following the instructions for use which state: "evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection. Evis exera ii tjf type q180v reprocessing manual 5.4 manually cleaning the endoscope and accessories." Olympus will continue to monitor field performance for this device.